Event description:
Probable allergic reaction. Info was rec'd in 2004 from a health care professional's assistant regarding a pt, who experienced itching and rash at the injection site, difficulty breathing, chest pain and probable allergic reaction. No medical history was provided. Pt had not rec'd previous synvisc injections. The pt rec'd a synvisc injection 8 days ago into an unidentified knee. 4 days later the pt experienced itching and rash at the injection site. On the morning of the next day pt experienced difficulty breathing and chest pain. An EKG and labs ruled out cardiac problems and the pt was diagnosed with probable allergic reaction. The pt was hospitalized. No further info was provided. The pt's outcome at the time of this report was unknown.